Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that he pressed go then connected to the patient line. The hp was connected during the alarm. The technical service representative (tsr) advised the hp to cycle the power. The tsr advised the hp to disconnect and restart the set up with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that yes, he probably did hit go and then connected to the cycler. The hp stated he did follow up with his peritoneal dialysis (pd) nurse (rn) regarding the alarm. The hp started over with new supplies and resumed therapy without any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.